Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the generator would not recognize the grounding pad. The customer tried a different energy cord, new grounding pads, re-prepped the patient, and tried the grounding pad on a staff member's arm, but was unable to resolve the issue. The procedure was completed using a 3rd party generator. There were no reports of patient injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue took place after the ports were placed. The procedure was completed using a 3rd party generator. The reported issue did not reoccur on subsequent procedures.

Manufacturer narrative:
Based on the claim against the product by the customer noting grounding pad not working, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer and was advised that the reported issue did not return on subsequent cases. The customer resolved the issue by unplugging and using a new neutral pad. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause of the alleged issue cannot be determined based on the information provided and phone support details.